Manufacturer narrative:
The root cause of the sub-optimal tissue processing reported was a use error, which occurred between 10:47am and 11:06am on (B)(6) 2020, as evidenced by information documented by the local applications specialist during a visit to the laboratory on (B)(6) 2020. Specifically, the ethanol concentration in bottle 9 measured by hydrometer was 73% and that calculated by the instrument software was 99.7%. These facts indicate that manual replacement of the reagent in bottle 9 (ethanol) was not completed in accordance with the manufacturer instructions detailed in the leica peloris/peloris ll user manual, which contains the following specific warning: "always change reagents when prompted. Always update station details correctly - never update the details without replacing the reagent. Failure to follow these directives can lead to tissue damage or loss." Bottle 9 (ethanol) was not in contact with the corresponding sensor for approximately 19 minutes and 30 seconds at 10:47am on 21 february 2020, which is sufficient time to replace the reagent; and the station properties were reset at 11:06am on 21 february 2020, with a user affirming in the instrument software that the ethanol concentration was to be set to the default value of 100%. The properties of the reagent in bottle 9 prior to these user actions were: ethanol concentration=48.6%, cycle=10, cassettes=1166 and days=6. Although a user affirmed in the instrument software that the reagent concentration in bottle 9 (ethanol) was to be set to the default value of 100% at 11:06am on 21 february 2020, the ethanol concentration of 73% measured by the fss in bottle 9 on 25 february 2020 indicates that a use error occurred during replacement of this reagent. The instrument software uses reagent concentration to select reagent stations when a protocol is scheduled. The reagent station with the lowest (in-threshold) concentration of a reagent group or type is selected for the first step using that reagent group or type; and reagent stations of increasing concentration are used for the succeeding processing steps of the reagent group or type. Reagent with the highest concentration is always used for the final processing step of a reagent group or type before changing to another reagent group or type. Consequently, the reagent in bottle 9 (ethanol) was used for the final dehydration step of the "kaiser 8 hr processing" protocol comprising 229 cassettes, which started in retort a at 12:18pm on 21 february 2020 and completed at 20:45pm on 21 february 2020, from which sub-optimal tissue processing was identified by the complainant. As the minimum final reagent concentration required for ethanol is 98%, the consequences of using reagent at a concentration less than the minimum required for the final dehydration step in a protocol is re-introduction of water into the tissue, which cannot be displaced in subsequent processing steps; and contamination of reagents used in the subsequent processing steps, ultimately resulting in sub-optimal tissue processing.

Event description:
Leica biosystems received a complaint that 222 blocks from an 8 hour cycle were "under processed". On 25 february 2020, a leica applications specialist-core histology (fss) visited the laboratory to investigate the circumstances involved in this complaint and to provide applications support. The fss measured the ethanol concentration in bottles 3-10 inclusive using a hydrometer. The variance between the measured ethanol concentration and that calculated by the instrument software was acceptable with the exception of bottle, in which the measured ethanol concentration was 73% and the calculated ethanol concentration was 99.7%. The fss documented the following issue identified during the site visit: "technician clearly removed a bottle before the processing run in question and replaced it with something that wasn't 100% alcohol. Tissue came out mushy and underprocessed." On 12 march 2020, the leica biosystems (B)(4) received information from the leica applications specialist - core histology that all cases involved in this event were diagnosable.